Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-apr-2024. Investigation summary: material #: 368651, lot/batch #: 3347995. Bd received 10 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for cannula separation with the incident lot was not observed, however the hub collar was found to be cracked. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked hub collar. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle fell off the collection device. No patient impact reported.

Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle fell off the collection device. No patient impact reported.